Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood, the helix was distorted from being bent and there was apparent implant damage. The analyst commented that the lead was returned with the helix bent and with dried blood on the helix. Due to the condition of the returned lead the helix extension/retraction/length testing could not be performed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the helix of the lead was stuck and could not be screwed in or out. Also, the lead was not inserted in the patient more than two centimeters because the helix must have been out when the lead was opened. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.